Manufacturer narrative:
Concomitant medical products: z7700e27 aortic valve, implanted (B)(6) 2001; 638bl28 annuloplasty band, implanted (B)(6) 2009.

Event description:
It was reported that two attempted pacing leads would not capture the atrium despite many locations being attempted. Patient anatomy may have been an issue. A third lead was ultimately implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.